Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the mitral valve injury was a result of procedural conditions associated with the grasping attempts. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet tear that occurred during use with the third clip delivery system (41028u1/(B)(4)); leaflet tear is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted and the mr was reduced to 2. The next clip delivery system (cds 41121u1/(B)(4)) was advanced to the mitral valve leaflets over the jet. During the first attempt to open the clip in the left atrium (la), the clip did not open. Troubleshooting maneuvers were performed and the clip opened successfully. After successful leaflet grasping, the mr was reduced to 1+. During deployment of the clip, it was not possible to remove the lock line. It was noted that one end of the lock line was stuck in the delivery catheter (dc) handle, and was not visible. The other end was out of the dc handle. The free end was pulled back and the clip opened. The clip was then inverted and the cds with undeployed clip were removed from the anatomy. A third cds (41028u1/(B)(4)) was then advanced to the mitral valve leaflets. After 3 grasping attempts the mr could not be reduced and the posterior leaflet became torn, lateral to the first clip. Due to the tear, the clip was then implanted more lateral and the mr was reduced to 3. It was noted that the residual mr was due to the torn leaflet. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system (41121u1/(B)(4)) referenced in filed under a separate medwatch report.

Event description:
Subsequent to the initial report, the following information was received: transesophageal ultrasound showed a circumscribed tear of posterior flap (leaflet) due to the previous clip removal or to the attempts to capture mitral flaps; therefore the patient, at the end the procedure, had a mitral regurgitation of grade 3-4. The procedure was ineffective. The mechanism of residual mitral regurgitation differs from the original one and was due to additional maneuvers caused by the issue with the second clip (41121u116). No additional information was provided.